Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 10 mg/day) via an implantable infusion pump. The indication for use was noted to be malignant pain. It was reported that the patient's pump was empty. The patient was due for a refill. It was noted the patient "is a cancer patient and is poor at refill follow up." The hcp had made refill adjustments in (B)(6) 2018 to lengthen her refill interval since she was poor at refill follow up. The patient then missed her refill appointment and when the patient came into inpatient on (B)(6) 2018 the pump was interrogated and the pump was empty. Therapy had not been intentionally discontinued. The hcp planned to fill the pump on (B)(6) 2018. No patient symptoms were reported. No further complications were reported.